Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that post coronary artery patient was tried to cool using arctic sun device. The target temperature was 33c, patient temperature was 35.5c, flow rate was 2.8 l/m, water temperature 5.3c, pressure time index thermoneutral. Nurse already added universal pad to abdomen. Patient received paralytics, sedation and pain mediation around 9:30am. Stated the patient temperature did increase earlier from 34.6c to 35.5c and the nurse denied shivering or micro shivering. Also confirmed no exposed abdomen with addition of universal pad and had good coverage. Artic sun device was functioning appropriately and responding to patient with low water temperature. Discussed counter warming according to protocol. Also noted they could try turning down room temperature. Suggested they consult physician to address potential patient related issues that were challenging cooling. Per follow up via phone 04aug2021, nurse stated after switching the temperature cord with esophageal temperature, there were no further issues. Arctic sun was not sent to biomed because the issue was not determined to be with the arctic sun.

Event description:
It was reported that post coronary artery patient was tried  to cool using arctic sun device. The target temperature was 33c, patient temperature was 35.5c, flow rate was (B)(4), water temperature 5.3c, pressure time index thermoneutral. Nurse added universal pad to abdomen already. Patient received paralytics, sedation, and pain mediation around 9:30am. Stated the patient did increase earlier from 34.6c to 35.5c and the nurse denied shivering or micro shivering. Also confirmed no exposed abdomen with addition of universal pad and had good coverage. Artic sun device was functioning appropriately and responding to patient with low water temperature. Discussed counter warming according to protocol. Also noted they could try turning down room temperature. Suggested they consult physician to address potential patient related issues that were challenging cooling. Per follow up via phone (B)(6) 2021, nurse stated after switching the temperature cord with esophageal temperature, there were no further issues and had stated she believed the temperature fluctuation was due to the patient medical status and prior medicines administered and not due to a malfunction with the arctic sun. Arctic sun was not sent to biomed because the issue was determined to not be with the arctic sun.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.